Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a physician in an online survey stated that the patient experienced adverse events dizziness associated with the chair session in relation to (317-05) arctic gel cooling kit small and (318-01) arctic gel pad small universal. No medical intervention was reported.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Critical care nurses reported in an online survey that the patient experienced adverse events dizziness associated with the chair session in relation to (317-05) arctic gel cooling kit small and (318-01) arctic gel pad small universal. No medical intervention was reported.